Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The lesion being treated was located in the proximal right coronary artery. The physician implanted a 3.50 x 24 mm promus element plus stent in the target lesion. Then while using an unknown guide catheter and an unknown guide wire, the proximal edge of the implanted stent crumpled and had longitudinal compression. The procedure was completed by implanting a 4.0 x 8 mm promus element plus stent at the proximal end of the damaged stent. No further patient complications were reported and patient's status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).